Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited no picture. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11i the device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the device had no image. The most probable cause of the discovered damages is d02 - cause traced to component failure due to c0201 - electrical/electronic component problem identified d02 - cause t. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.